Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or pictures/videos were received and a physical investigation was not possible. The user report contains information regarding device entrapment and failure to advance. Furthermore, it was reproted that the entire coil and eptfe had caught onto the tip of the catheter. The sheath was completely unraveled and the internal coil and eptfe were wrapped around the length of the catheter. As no sample was available and provided information was not sufficient to make investigation conclusion. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a recanalization procedure in the left ostial superficial artery via right femoral artery, the catheter allegedly had difficult in advancing the catheter to the treatment site. It was further reported that catheter was removed but was unable to be withdrawn. Reportedly, upon closer inspection the entire coil and eptfe had caught onto the tip of the catheter. The sheath was completely unraveled and the internal coil and eptfe were wrapped around the length of the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Event description:
It was reported that during a recanalization procedure, the catheter allegedly had difficulty in advancing the catheter to the treatment site. It was further reported that catheter was removed but was unable to be withdrawn. Reportedly, upon closer inspection the entire coil and eptfe had caught onto the tip of the catheter. The sheath was completely unraveled and the internal coil and eptfe were wrapped around the length of the catheter. The procedure was completed using another device. There was no reported patient injury.